Event description:
It was reported that the customer's insulin pump had unresponsive buttons. It was stated that the customer attempted to deliver a bolus, but the amount went higher or lower without pressing the buttons more times. It was stated that the time on the insulin pump was changed. Advised that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, and occlusion tests.